Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated surgery. Post-operatively the patient was unable to connect the scs ipg with the external devices and patient lost therapy. Troubleshooting was attempted but did not provide resolution. As a result, scs ipg was inoperable.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was replaced on (B)(6) 2017. Effective therapy was restored post-operatively.

Manufacturer narrative:
Device codes were inadvertently added in error. The correct device codes are included in this report.